Event description:
It was reported that this right atrial lead was surgically abandoned due to exhibiting high out of range pacing impedance measurements and noise. Another lead was implanted instead. No further adverse patient effects were reported.